Manufacturer narrative:
The customer's report of an over-infusion was not confirmed. Review of the pcu event log showed that the user programmed a basic infusion at a rate of 250ml/hr with a vtbi of 250ml on (B)(6) 2015 at 9:07am. The pcu event log coincides with the customer¿s reported estimated infusion time of 20 minutes; the pcu event log showed a total infusion time of 22 minutes and 13 seconds. It was noted in the event log that prior to starting the infusion, a ¿flow stop open¿ condition was noted to have lasted 40 seconds. Forty seconds of an IV set free-flow condition could account for a portion of the missing volume. No devices and/or IV tubing sets were returned for investigation; event log review only. Rate accuracy testing could not be performed on the pump module and a leak test could not be performed on the IV tubing set. The root cause of the customer¿s reported over-infusion was not determined.

Event description:
The customer reported that the pump was programmed in basic infusion to infuse a 250ml bag (drug unknown) at a rate of 250ml/hr and the nurse reported that the entire bag infused in 20 minutes versus 1 hour. There are no reports of patient harm. The customer performed a wet test of the pump and noted that the rates and volumes were accurate. In addition, the customer reported that the pump passed a software maintenance test.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.